Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 4 years, since the subject device was manufactured. Based on the results of the investigation, the printed circuit board failed and caused the event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that their evis exera iii video system center presented a b40 error code during an unspecified procedure. According to the initial reporter, the staff installed a spare light source from another tower to continue the procedure. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed. A faulty cm board was discovered and casing the b40 error message to occur. This component will require replacing. If additional information becomes available following the device evaluation, a supplemental report will be filed.